Event description:
Caller reported experiencing a cartridge alarm 20 while using their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in attempting to load a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. Consequently, a pump replacement was arranged. The customer was provided with instructions for returning the problematic pump. Customer reverted to an alternate method of insulin therapy.